Event description:
Extreme pain, nausea, high fever, bloating. About one month post-uae, hot flashes, severe with sleep disruption, insomnia, joint stiffness. Seeking relief from pms clinic and hormones. As yet, unresponsive.